Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A certified ophthalmic assistant reported a stage 1+ diffuse lamellar keratitis (dlk) in a patient's left eye one day post lasik. Topical steroid dosage was increased to every two hours. Dlk was reported to be resolved three days later. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Log file review shows that the energy stayed stable in the expected ranges during the complete day and also no further issues can be identified. No technical problem can be identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).